Event description:
It was reported that after possibly getting wet, a malfunction alarm occurred. During troubleshooting with technical support, reset information was given. Reportedly, the customer had reset the pump before contacting tandem technical support, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer¿s blood glucose.